Event description:
The customer stated that one patient sample generated discrepant results for the architect valproic acid assay. A result of 914 ug/ml was repeated at 891 ug/ml. The same sample was then retested after respinning with a result of 31.8 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
The ticket reviews found numerous incidents associated with the occurrence of discrepant valproic acid results. However, since there are multiple causes and scenarios which generate discrepant valproic acid results, the determination can not be made if the discrepant valproic acid results in this complaint were similar to the other complaints returned in this search. The service history review in iq did not find any additional incidents of discrepant valproic acid results were generated on the architect i1000sr, serial number (B)(4). No additional occurrences of this issue have been documented since this ticket was opened. Review of the product improvement team (pit) identified no adverse or non-statistical trends in conjunction with discrepant valproic acid results. The architect system operations manual provided adequate information on requirements on collecting specimen and limitations of results interpretation. In the architect valproic acid reagent package insert literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - incorrect or inadequate test result. Product evaluation is in process and the results will be submitted in a follow-up report.